Manufacturer narrative:
The device was above elective replacement indicator (eri) level upon receipt and no anomaly was found on header related to filed concern. Electrical, longevity, and visual analysis was normal with no anomalies found.

Event description:
It was reported that the patient presented in clinic due to user concern for inconsistent battery estimation. Device interrogation revealed noise oversensing, inappropriate mode switch on the pacemaker. The physician elected to explant and replaced the pacemaker. The patient was in stable condition.